Event description:
Additional information received noted that this device was returned. This report will be completion of analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was verified that the device was depleting prematurely. A high current condition was detected within the device circuitry. The device case was removed in order to assess the internal components. The device low voltage power supplies measurements were found to be within specifications. Next, the device battery was removed and replaced with an external power supply. The operating current was noted to be normal. Different programming configurations were used to see if the high current condition could be duplicated, but no high current conditions were noted. Laboratory analysis concluded that the premature depletion seen in the field was due to a high current condition; however, the high current condition could not be reproduced during analysis. The root cause of the high current condition could not be confirmed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that premature battery depletion was alleged when it comes to this device after being implant for six months. The device will be replaced and returned. No adverse patient effects were reported.